Manufacturer narrative:
A united states (us) customer contacted siemens and reported observation of an erroneously depressed patient result with sodium(na) when processed on a dimension exl 200 system. Quality control (qc) and calibration recovered within the laboratory established ranges prior to patient sample testing. The customer stated that there were no integrated multisensor technology (imt) errors and that the dilution check was acceptable at the time the issue occurred. The customer replaced the salt bridge cap and sensor, primed all imt fluids, aligned the imt pump, adjusted the pump rate, and performed a bleach clean. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed that the imt pump pressure bar was turned in too far and reduced the pressure. The cse replaced the x tubing, x seal, x0 and x1 tubing. In addition, the cse detailed the imt and sample pump panel, replaced solenoid valves and ports, and replaced the sample tubing. The cse observed that the clot check board fittings were loose, tightened the fittings, and replaced the associated tubing. The cse verified proper system function by performing qc precision testing, which yielded acceptable results. Siemens further evaluated the event and determined that the probable cause of the issue was consistent with flow issue through sample tubing and loose fitting of clot check board. The issue was resolved by replacing the sample tubing and tightening clot check board fittings. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported observation of an erroneously depressed patient result with sodium(na) when processed on a dimension exl 200 system (s/n:(B)(6). An initial depressed result was obtained for the patient sample in question. The initial depressed result was not reported to the physician. The same sample was then reprocessed on the original system and obtained a higher result. The higher result was considered correct since it matched the clinical history of the patient and was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the reported event.